Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder alarm due to overwritten history file. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm and a motor position encoder error was showing in the pump history. Blood glucose level at the time of the incident was 350 mg/dl and treated with manual injection. Blood glucose at the time of the call was 232 mg/dl. Customer completed troubleshooting and was able to rewind the device. Displacement was performed and passed but high pressure failed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.